Manufacturer narrative:
Medical device problem code 2017 incorrect prep manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a mildly calcified and 100% occluded lesion in the right coronary artery. The 2.50x12mm rx trek balloon dilatation catheter (bdc) was not prepared prior to insertion into the patient. The bdc was advanced to the target lesion; however when attaching the hub to the indeflator outside the patient anatomy the hypotube separated. The distal portion of the shaft was simply removed from the patient. A new bdc was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported separation was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the device was not prepared (air aspiration) outside the anatomy. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use IFU, specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. The investigation determined the reported separation appears to be related to operational context. There was no damage noted to the bdc during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulty. Return device analysis noted the material at the separation was oval and jagged which can indicate the hypotube was kinked and then separated. In this case, it is likely that the bdc was inadvertently mishandled when attaching the hub to the indeflator such that the hypotube became kinked and ultimately separated upon further manipulation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.